Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is an intermittent response of the act button on the insulin pump. It was stated that the insulin pump was not dropped or exposed to moisture. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces, cracked case at display window corners, battery tube threads, minor scratches on lcd window and missing end cap sticker.